Event description:
Literature: ueta t. (Intrathecal baclofen for severe spasticity]. Brain nerve. 2008-60(12): 1415-1420. Summary: this study evaluated 40 pts from 2002 - 2008 for use of intrathecal baclofen for the control of spasticity. During screening trial with intrathecal baclofen, pt experienced marked decrease in lower extremity spasticity. Effects were experienced from approx 2 - 12 hours following lumbar puncture. The effects gradually diminished and disappeared completely between 24 - 36 hours after administration. Some complications were mild decrease in blood pressure and cephalalgia - not requiring treatment. After pump implantation pt experienced a disappearance of binding sensation in truncal area; easier breathing; better sleep; nighttime restraining bands removed; improvements in anteflexion; improvements in pressure sores and general improvement in mobility. An infection in the incision area did not heal and all equipment, including the pump and catheter, had to be removed. The pt strongly desired that the pump be re-implanted, implantation was performed on the opposite side and baclofen administration was re-started. Four years have since passed, and the spasticity is being controlled successfully.